Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2024. The infusion set was in use for 3 hours. The infusion set was inserted in abdomen. Blood glucose level reported during the event was high and patient address high blood glucose levels by taking multi-daily injections. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.